Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap looked dry. This was noted before use and the product was discarded. The sponge looked like it had iodine at one time but now appeared dried out. There was no visible damage to the foil pouch before it was opened. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the device manufacture dates: 5/20/2015-5/29/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.